Event description:
It was reported that a patient with a herniated disc from l5 to s1 was operated on (B)(6) 2015 using oblique posterior atraumatic lumbar (opal) transforaminal lumbar interbody fusion (tlif) cage and matrix pedicle screws system. Intra-operatively, while the surgical technician was loading the 7.0mm ti matrix screw 45mm thread length with the holding sleeve- long for matrix, the tip of the holding sleeve broke off inside the screw head. Screw was not implanted. Backups were readily available. No adverse consequences to the patient or surgical delay reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: one matrix holding sleeve (part 03.632.036, lot 6611823) and one matrix screw (part 04.639.745) were returned with the most distal threads of the holding sleeve broken off inside the screw head. Off axis loading or over-threading the holding sleeve into the screw head may have caused the complaint condition. Replication of the returned device is not applicable since the sleeve was returned broken. The returned condition agrees with the complaint description and so the complaint is deemed confirmed. The associated drawings were reviewed during the evaluation. The tip geometry on the inner sleeve was changed to a more constant outer diameter and the material of the outer sleeve changed from radel plastic to anodized titanium. The returned instrument was manufactured in july 2011, after these changes were applied. The complaint condition may have been caused by off axis loading or over-threading. No design issues noted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: weight is unknown. Device is an instrument and is not implanted/explanted. A review of the device history records was completed: avalign technologies - nemcomed manufactured the holding sleeve-long for matrix, part number 03.632.036, lot number 6611823. The certificate of compliance indicates the parts were manufactured and conformed to material requirements and met the hardness and required specifications. The lot was inspected and conformed to the synthes incoming final inspection sheet. There were no material review reports, non-conformance reports, or complaint-related issues with this lot. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.